Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue on the needle and the device was returned in a primed configuration with cannula at 20mm position. On functional evaluation, the device was fully primed without issue. On further evaluation, the device was cocked and fired into a chicken breast for 10 times at each penetration depth, for a total of 20 tests. All 20 samples were obtained with no issues. Therefore, the investigation for the reported self activation is unconfirmed as the device was able to prime and fire properly. A definitive root cause for the alleged self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: d4 (expiry date: 06/2023), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is (B)(4). (Expiry date: 06/2023).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly self-activated. A coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.